Event description:
The operating room specialist reported that during a surgery case that there were communication issues. The case was ultimately able to be completed with no issues. She confirmed that when she switched the tablets and used her wand and serial cable, the issue was resolved. The connections and 9v battery were said to have been checked and switching the tablets. Later, she reported that despite trying to identify the cause, she was not able to replicate the communication issues. It was thought that it was likely emi since she checked the connections and wand battery prior to the call. The operating room specialist went to the hospital again on (B)(6) 2016 and found that the programming system was initially was working properly. The operating room specialist was using the physician's serial cable on her programming system, which initially was working properly, but then stopped working. She was able to confirm that the physician's serial cable was having the issue, and was thought to be an intermittent issue. After replacement of the serial cable, the or specialist was able to successfully interrogate with her tablet, indicating the issue was related to the serial cable. The suspect serial cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
The initial report inadvertently reported the conclusion of the troubleshooting incorrectly. The issue was isolated to the company representative's cable, rather than the physician's.

Event description:
Based on the troubleshooting performed, the or specialist was able to confirm that her serial cable was having the issue, and was thought to be an intermittent issue. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.